Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure, using a flexor ansel guiding sheath, outside of the catheter, the cover broke off by 16cm. The reporter could not confirm whether the device made patient contact or not. At the time of this report, additional information including patient outcome, has been requested but not yet received.

Manufacturer narrative:
A review of complaint history, device history record, instructions for use, documentation, manufacturing instructions, specifications and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: precaution:"this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." "Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Per the IFU: "insert dilator/sheath combination over wire guide." "Withdraw the sheath and dilator as a unit." Based on the provided information and results of the investigation a definitive root cause could not conclusively determined. Measures have been conducted to address this failure mode. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stent placement via femoral access procedure, using a flexor ansel guiding sheath, outside of the catheter, the cover broke off by 16cm during removal. A competitor's stent, along with an amplatz wire and the dilator that came with the sheath were being used through the sheath. The patient's anatomy was reportedly scarred. The reporter confirmed that the device made patient contact. An unintended section of the device remained inside the patient's body and required open surgical retrieval. The stent was then placed without difficulty.